Event description:
The patient experienced a loss of therapeutic effect as a result of a broken and migrated lead wire. The lead was replaced in (B)(6) 2010. Additional information has been requested.

Event description:
Additional information: it was reported that the event was 'likely' due to a fall. The lead was replaced (B)(6) 2010. The patient recovered without sequelae.

Manufacturer narrative:
Lead: model 3093-28, lot# v194452, implanted: 2009 (B)(6), explanted, programmer: model 3037, serial# (B)(4), implanted: 2009 (B)(6). (B)(4).